Manufacturer narrative:
On 09/23/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/05/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Event description:
A site representative, (B)(6), reported that while in a spine procedure, the surgeon alleged their navigation system was inaccurate after two spins. After an initial imaging system spin, and transfer to their navigation system, the accuracy was deemed approximately one inch off in all directions. They took a second spin which was reported to be approximately 1/4 inch off in depth. The site reportedly verified the instruments several times. The surgeon placed two screws, one of which breached into the canal. They removed the navigation system and brought in another to take a third spin which was then deemed accurate. Delay in therapy was less than one hour.